Manufacturer narrative:
A siemens field service engineer (fse) was dispatched for system inspection. The fse performed a total service call and ran thirty replicates of multi diluent 11. No issues were found. The cause for the discordant troponin ultra result is unknown. Centrifugation was not performed prior to testing of the patient sample at any time. The calibration and quality controls (qc) were acceptable. Preanalytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. The customer utilizes stat spin. This is not the tube manufacturer's recommended handling. While there is insufficient information to determine the cause of the false positive result, preanalytic factors leading to fibrin interference as the causative agent can not be ruled out. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use (IFU) under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
A false positive advia centaur cp troponin ultra (tni-ultra) result was obtained for a patient sample. The patient sample was repeated on both advia centaur cp instruments and the results were negative. The negative result was reported. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.